Event description:
It was reported that the external pulse generator would not turn off and that the display was missing segments. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comments that the unit would not turn off and that the display was missing segments. It was further noted that due to extensive damage, the generator was being returned to the customer unrepaired. (B)(4).

Event description:
It was reported that the external pulse generator would not turn off and that the display was missing segments. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).